Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h6, and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. I have reviewed this medwatch report and am approving for submission to FDA. I acknowledge that my electronic signature being recorded is considered to be the legally binding equivalent of my handwritten signature. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the screen of the gastrointestinal videoscope had a noisy image. The issues occurred during inspection for use. There were no reports of patient involvement.